Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motion sensor test failure. The customer's blood glucose was normal and did not require medical treatment. Customer also reported several other motion sensor test failure alarms in the alarm history. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test and verify alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.